Manufacturer narrative:
Concomitant medical product: 5071; 4951m, implanted: (B)(6) 1994. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient exhibited presumed ventricular tachycardia (vt), in which the implantable cardioverter defibrillator (ICD) had previously exhausted all therapies and the patient required external cardioversion. It was noted that the ICD had withheld therapy appropriately for a while, then incorrect detection delivered all anti-tachycardia pacing therapies to no success resulting in exhaustion of all therapies and the need for external cardioversion. The ICD remains in use. No further patient complications have been reported as a result of this event.